Event description:
Boston scientific received information that right atrial (ra) lead has been picking up noise for several months and a lead safety switch was noted. Impedance measurements have been low out of range. Boston scientific technical services (ts) discussed the possibility of insulation breakdown likely in the pocket. Ts advised may want to consider x-ray to further evaluate the lead. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.